Manufacturer narrative:
Initial and final MDR 1888050- MDR 3003442380-2024-08383- device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 05-february-2024, it was reported by the patient that three infusions set fell off during use within 24 hours of use. Event occurred on 02/05/2024, 02/16/2024, and 04/18/2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.